Manufacturer narrative:
(B)(6). Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (iol) failed to open (unfold) once inserted into the patient's eye. The lens was removed and the operation was completed successfully with another lens. No patient injury was reported. No further information was provided.

Manufacturer narrative:
Device available for evaluation? Yes; returned to manufacturer on: 12/05/2016; device returned to manufacturer? Yes. Device evaluation: the preloaded delivery system was returned at the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed residues of viscoelastic solution (ovd) on the cartridge, indicating that the unit was handled and prepare for surgical use. No assembly error and/or defect related to manufacturing process were observed in the preloaded insertion system. The intraocular lens (iol) was returned out of the preloaded insertion system. Residues of viscoelastic solution (ovd) and fibers/particles were observed on the lens compatible with handling the lens and suggesting the lens was handled/prepared for surgery. No damages were observed on the lens. The customer's reported complaint could not be verified. All pertinent information available to abbott medical optics has been submitted.